Event description:
Procedure: nephrectomy. According to the reporter: the clamp did not close all the way down to the vessel. The result was the inferior vena cava (ivc) was injured and the vascular surgeons were called and bleeding was controlled. Pt was extubated and transported to ICU without any further complications. F/u with risk mgmt stated that further details had been requested. It was not known what damaged the vessel. The account is questioning whether the device locked on tissue and damaged the vessel or if there was difficulty placing the jaws over tissue and the anvil bent, damaging the vessel, or if there were other circumstances.